Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis. Chipped out on lower left front corner of top case, crack underneath tube holder and crack bottom case base for l-bracket was identified during the physical inspection. Event log history was performed and indicated that force sensor test error was recorded in history. During analysis, the reported issue was unable to be duplicated. Based on the evidence, the complaint was not confirmed. Service replaced plunger board and plunger cable for preventive actions. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a force sensor error was experienced and a case damage was identified.